Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026, when the site got caught on a doorknob and was ripped out. The blood glucose level was high, and the patient was treated with a correction bolus via the pump. The patient replaced the infusion set and successfully resumed insulin. No further information available.